Event description:
I have a medtronic 770g insulin pump and during a very routine task of changing the battery noticed a gaping crack on the back of the body of the pump at the battery compartment. I immediately had to discontinue the use of the device and go into my backup treatment plan.